Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not power on and would intermittently display a red x in the rfu indicator coincident with a chirping alarm. There was no reported patient involvement.